Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead triggered and alert for out of range (oor) superior vena cava (svc) and right ventricular (rv) defibrillation coil impedance, as well as high rv defibrillation coil impedance. The alerts were turned off, and the lead remains in use. No patient complications have been reported as a result of this event.